Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient went to the hospital for another indication which resulted in the removal of the patient&#38112;pd catheter and the patient was diagnosed with peritonitis. One day following the diagnosis date, the patient was admitted to the hospital for the peritonitis. Six days after being diagnosed with the peritonitis, the patient began treatment with cefazolin, intraperitoneally (ip), 1 gm daily, for eleven days. On the twelve day, the patient began treatment with ceftazadine, ip, 2 gms, (3 times/week) for twelve more days. At the time of this report, the patient was recovering from the peritonitis event, the patient was on temporary hemodialysis and it was stated that the patient will resume pd therapy on an unknown future date. No additional information is available.